Event description:
The balloon burst causing a dissection. The report received indicated that the procedure was an elective stenting procedure to treat a lesion in the mid-distal circumflex artery. The de novo lesion was 8 mm long with a reference vessel diameter of 2.75 mm. The lesion did not present any calcification or tortuosity and was classified as a lesion type a. During the procedure, the lesion was being pre-dilated with a 2.50 x 10mm fire star balloon catheter when the balloon burst at 8 atmospheres; inflation time was 10 seconds. The burst caused a localized dissection; however, there were no EKG changes and there was no separation of the product. Therefore, to continue the procedure and to treat the dissection, the physician placed two cypher select + stents; a 2.75 x 28mm and a 3.0 x 18mm proximal to the first. End angio was good and the patient was reported to be in stable condition. Further information indicated that the product was inspected prior to use and it appeared perfect. The device was prepped as per the instructions for use, and there were no anomalies noted during prepping.

Manufacturer narrative:
The product has been returned for evaluation and testing. However, as of yet the evaluation has been completed. Additional information will be submitted within 30 days upon receipt.